Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged nasal / throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 10, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation and soreness related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed slight dust-like and other unknown brown contamination was observed on and around the iso port, observed an unknown white powder type of contamination at the air input of the blower box at the filter area, observed a slight unknown brown contamination on the top enclosure under the right side accessory door, observed an unknown fine white powder dust type of contamination on the blower motor and on the inner rim of the bottom of the blower motor. Dust like and hair like fibrous contamination was observed on the blower outlet seal. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.